Event description:
The patient presented to the hospital with discomfort and pain. An echocardiogram was performed and revealed a cardiac perforation of the right ventricular (rv) lead. Additionally, increased capture thresholds resulting in loss of capture, decreased pacing impedance, and decreased sensing were observed on the rv lead. The rv lead was explanted and replaced to resolve this event. The patient was stable.